Event description:
The physician was treating an internal iliac pseudoaneurysm and access was gained through the femoral artery. The stent was inserted and it was tight passing up and over the bifurcation; however, stent landed in intended positon. The balloon was inflated and force was used to remove the balloon from the sheath. While pulling over bifurcation the plastic catheter hub broke off the catheter shaft. The catheter was removed slowly: the physician had to cut half the length of catheter off and remove it, then continued to pull the rest of the shaft out and the balloon was removed through the sheath. No harm to the patient.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.